Event description:
It was reported that the customer went to the pool and took the insulin pump off and kept it in the shade but when getting the device back on there was condensation under the screen. It was stated that no damage was noted. And then the numbers on the screen would start scrolling on their own. Customer removed the battery and when it was put back a battery out limit alarm occurred and could not be cleared. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. Off no power alarm function properly. No unexpected battery out limit alarm noted. Device received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. Device received with intermittent button response due to moisture damage keypad traces. Insulin pump received with cracked display and cracked lcd glass, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and lifted and loose display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.